Event description:
It was reported that during retraction of the support catheter from a cto in the distal sfa, the tip of the catheter detached. A stent was implanted to appose the detached tip to the vessel wall. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.